Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Not available for return.

Event description:
The following event was reported. Patient of dr (B)(6) presented with a loose cemented tibial component.